Event description:
It was reported that the insulin pump had cracks along the reservoir and battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window and reservoir tube, and broken battery tube threads. The unit also had a protruded/loose drive support disk.